Event description:
Healthcare professional reported a right side deflation. Later, healthcare professional reported right side hole, non-specific during explant surgery. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Later, healthcare professional reported right side hole, non-specific during explant surgery. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell missing piece of the shell. A microscopic analysis was performed which identify a sharp broken in the plug strop, a sharp broken in the diaphragm valve. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: - a broken sharp in the plug strap side assessed as unidentified (tear) opening. - a broken sharp in the diaphragm valve side assessed as unidentified (tear) opening. -missing piece of the shell and plug strap assessed as to inconclusive.